Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an effluent sample bag was not sealed and became separated from the device. This occurred before use when checked by the office staff. There was no patient involvement. No additional information is available. This is report one of three.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.